Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported color bars during endoscopic retrograde cholangiopancreatography procedure involving an olympus xenon light source. The procedure was completed with the same set of equipment. There was no patient injury reported.